Event description:
It was reported that the patient presented in clinic on (B)(6) 2017 experiencing muscle stimulation. Upon review, the pulse generator exhibited backup operation. The device was reprogrammed.